Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the x-ray submitted for evaluation from the field, it is evident that the screw head was detached. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
The screw was inserted entirely by hand, and the bone was drilled bi-cortically.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-18716-12 low profile screw, 1.6 x 12mm, cortical screw broke off in the patient's bone. The implant remains in the patient. This was discovered during an orif 3rd metacarpal fracture procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: a small portion of the screw was retrieved; however, the head of the screw was lost in the soft tissue, and the tip of the screw remains in the patient.